Event description:
At about 2 year and 4 months form the primary surgery, the patient underwent revision surgery due to loosening of all components. No infection detected. The surgery was concluded successfully.

Manufacturer narrative:
Batch review performed on 11-jul-2025, gmk-sphere 02.12.0004r femoral component sphere cemented size 4 r (k121416) lot. 2247628: (B)(4) items manufactured and released on 23-feb-2023. Expiration date: 08-feb-2028. No anomalies found related to the problem. To date, 71 items of the same lot have been sold with no similar reported event during the period of review. Additional items involved in the event, batch review performed on 11-jul-2025: gmk-sphere 02.07.1204r tibial tray fix cemented s.4r (k090988) lot. 2245181: (B)(4) items manufactured and released on 07-mar-2023. Expiration date: 16-feb-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: 2 years after primary tka, mobilization of all components occurs. The position of the implants seems to be suboptimal, even though with the short xrays we cannot tell definitely. In the sagittal plane, anyway, the slope chosen at the time of index surgery appears very peculiar and we have no information as to the reasons that may have led the surgeon to choose this option. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.